Event description:
Info received indicates the hi/low function of the bed is drifting down.

Manufacturer narrative:
The technician removed and disassembled the drive. Repacked the drives thrust bearing, reassembled and installed the drive to repair the bed.